Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : p1501dr ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had measured high threshold previously. During testing before the lead revision, it was noted that the threshold was normal. During the lead revision, the patient experienced a pericardial effusion and pericardiocentesis was performed. A new ra lead was attempted to be implanted, but abandoned due to patient instability. A ventricular-only pacing mode was programmed and no ra lead implanted however the patient is now symptomatic due to lack of av synchrony caused by ventricular-only pacing. No further patient complications have been reported as a result of this event.